Manufacturer narrative:
Investigation of the returned guidewire revealed that the ptfe coating of the shaft was scratched and damaged intermittently between 66cm to 114cm from distal end of the guidewire , in a line for longitudinal direction on one side of the shaft, partly entirely in cylindrical surface of the shaft. During processing of this complaint, attempts were made to obtain complete event, no impact to or complication with the patient was reported, lot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. After the ptfe coating in the production process, inspection test is conducted for each ptfe coating lot to check that the coating is made with appropriated adhesion strength and there is no deficiency with the coating quality. Based on the obtained information and the outcomes of the investigation of returned device, it is inferred that the guidewire was removed while it was held with angle against the metallic insertion tool that was used on the guidewire, so that the friction between the edge of the insertion tool and the guidewire increased, resulting the ptfe coating scraped and damaged due to the force exceeding the product design limit. IFU describes in its warning section; never use metallic needles or metallic sheaths for insertion and withdrawal of this guidewire. Other sie, the surface of this guidewire may be damaged significantly.

Event description:
Reportedly, during the procedure for unknown vessel and lesion, after removal of the guidewire through a guidewire insertion tool, it was found that the ptfe coating was damaged. Reportedly there was no patient injury.

Manufacturer narrative:
(B)(4).